Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. The most likely cause for the reported revision due to prosthesis wear and instability is a combination of the risk factors specified in (B)(4). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
It was reported via legal documentation that a patient had a right hip arthroplasty on (B)(6) 2018, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 4 years, 11 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information available.